Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to clinic for a follow up, multiple high ventricular rate episodes caused by noise was reported. Lead replacement was discussed. The patient was stable before and after the interrogation.

Event description:
New information received indicated that the noise was noted after the patient had fallen. On (B)(6) 2019, the lead was explanted and replaced. During the procedure, it was noted that there was damage to the lead. Patient was stable.

Manufacturer narrative:
Additional information: external insulation abrasion exposing the outer coil was noted at 18.3-18.5 cm from the connector pin consistent with lead friction to the device can. The cause of the reported events was isolated to the insulation abrasion found on the lead.